Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, while sleeping, the patient received a low alert with a reading of 70 mg/dl. The parent checked the patient and she was diaphoretic and unresponsive. It was not specified nor clarified whether a bg was checked. The parent did not provide treatment for the symptomatic low reading and called paramedics. When the paramedics arrived, the reading was 70 mg/dl while the bg was 39 mg/dl. She was given a glucose injection shot. When she regained consciousness after a few minutes, she was brought to the emergency room (ER) at around 1730 for observation. She was treated further with carbohydrates. She was discharged from the ER the following day at noon. At the time of the report, the day of discharge, the patient was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.